Event description:
Medtronic received a report of poor onyx visualization. The patient was undergoing surgery for treatment sm rating: level ii arteriovenous malformation (avm). The avm was not in an eloquent region. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure shows a frontal lobe avm. It was reported that after oscillating onyx at the highest setting for more than 40 minutes, the onyx was injected into the supplying artery, but no radiopacity was observed. When it was aspirated with a syringe and applied onto gauze ex vivo, the color was also abnormal and not black. There was poor onyx visualization. The speed setting on the shaker was the highest setting. The onyx vials did not sit more than 5 minutes prior to injection. The physician did inject the onyx immediately after mixing. The onyx appeared to have spoiled. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). Ancillary devices include a marathon microcatheter and a int medical 0.010 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H6: coding update based on additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The vessel tortuosity is unknown. Another box of onyx was used instead to complete the procedure. The causes or contributing factors for the event were suspected to be caused by shaking or improper preparation. It was clarified that the onyx was shaken for over 40 minutes, approaching an hour. It was clarified that the phrasing for "the onyx appeared to have spoiled" was incorrect, it should be poor radiopacity.